Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right coil was visualized outside of the right fallopian tube") and pregnancy with contraceptive device ("pregnant") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included general anesthesia on (b)(46 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and menometrorrhagia ("irregular heavy menses"). The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and dyspareunia outcome was unknown and the abdominal pain and menometrorrhagia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dyspareunia, menometrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff continues to experience heavy, irregular bleeding and abdominal pain, but does not know exactly where the right coil is or if it is, in fact, still located within her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: right coil outside of the right fallopian tube on (B)(6) 2011, patient discovered that she was pregnant. On (B)(6) 2012: the operative report has no mention of the right essure being seeing or located during the procedure. The left coil was confirmed as being in the left fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a (B)(6)-years-old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Eleven months later, she got pregnant on essure. After the delivery, during an hysterosalpingogram test the right coil was visualized outside of the right fallopian tube. She was submitted to a laparoscopic bilateral tubal ligation. The operative report has no mention of the right essure coil. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location. In this particular case, after the delivery a device migration was seen in the hsg. This may have had a contributory role in the reported device failure (pregnancy). This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right coil was visualized outside of the right fallopian tube / compatible with intraperitoneal location") and pregnancy with contraceptive device ("pregnant") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included general anesthesia on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 10 months 5 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular heavy menses") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia and rash outcome was unknown and the abdominal pain and menometrorrhagia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dyspareunia, menometrorrhagia, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: plaintiff continues to experience heavy, irregular bleeding and abdominal pain, but does not know exactly where the right coil is or if it is, in fact, still located within her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: right coil outside of the right fallopian tube on (B)(6) 2011, patient discovered that she was pregnant. On (B)(6) 2012: the operative report has no mention of the right essure being seeing or located during the procedure. The left coil was confirmed as being in the left fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2018: reporter and event rashes added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was visualized outside of the right fallopian tube / compatible with intraperitoneal location') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included general anesthesia on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 10 months 5 days after insertion of essure. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular heavy menses"), rash ("rashes"), migraine ("migraines"), autoimmune disorder ("auto-immune type symptoms"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), headache ("headache") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, rash, migraine, autoimmune disorder, pelvic pain, genital haemorrhage, headache and hypersensitivity outcome was unknown and the abdominal pain and menometrorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: plaintiff continues to experience heavy, irregular bleeding and abdominal pain, but does not know exactly where the right coil is or if it is, in fact, still located within her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: right coil outside of the right fallopian tube. Diagnostic results: on (B)(6) 2011, patient discovered that she was pregnant. On (B)(6) 2012: the operative report has no mention of the right essure being seeing or located during the procedure. The left coil was confirmed as being in the left fallopian tube. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was visualized outside of the right fallopian tube / compatible with intraperitoneal location') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included general anesthesia on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 10 months 5 days after insertion of essure. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular heavy menses"), rash ("rashes"), migraine ("migraines"), autoimmune disorder ("auto-immune type symptoms"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), headache ("headache") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, rash, migraine, autoimmune disorder, pelvic pain, genital haemorrhage, headache and hypersensitivity outcome was unknown and the abdominal pain and menometrorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: plaintiff continues to experience heavy, irregular bleeding and abdominal pain, but does not know exactly where the right coil is or if it is, in fact, still located within her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: right coil outside of the right fallopian tube. Diagnostic results: on (B)(6) 2011, patient discovered that she was pregnant. On (B)(6) 2012: the operative report has no mention of the right essure being seeing or located during the procedure. The left coil was confirmed as being in the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events : migarine, headache, pelvic pain female, abnormal bleeding, hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was visualized outside of the right fallopian tube / compatible with intraperitoneal location') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included general anesthesia on (B)(6) 2010, multigravida and parity 5. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 10 months 5 days after insertion of essure. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular heavy menses"), rash ("rashes"), migraine ("migraines"), autoimmune disorder ("auto-immune type symptoms"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), headache ("headache") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic bilateral tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, rash, migraine, autoimmune disorder, pelvic pain, genital haemorrhage, headache and hypersensitivity outcome was unknown and the abdominal pain and menometrorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: plaintiff continues to experience heavy, irregular bleeding and abdominal pain, but does not know exactly where the right coil is or if it is, in fact, still located within her body. Trailing coils: left-3, right- 5. Hsg was done on (B)(6) 2012 , prior 6 days of essure removal surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: right coil outside of the right fallopian tube. Diagnostic results: on (B)(6) 2011, patient discovered that she was pregnant. On (B)(6)2012: the operative report has no mention of the right essure being seeing or located during the procedure. The left coil was confirmed as being in the left fallopian tube. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right coil was visualized outside of the right fallopian tube") and pregnancy with contraceptive device ("pregnant ") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included general anesthesia on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and menometrorrhagia ("irregular heavy menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and dyspareunia outcome was unknown and the abdominal pain and menometrorrhagia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dyspareunia, menometrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff continues to experience heavy, irregular bleeding and abdominal pain, but does not know exactly where the right coil is or if it is, in fact, still located within her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: right coil outside of the right fallopian tube on (B)(6) 2011, patient discovered that she was pregnant. On (B)(6) 2012: the operative report has no mention of the right essure being seeing or located during the procedure. The left coil was confirmed as being in the left fallopian tube. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Eleven months later, she got pregnant on essure. After the delivery, during an hysterosalpingogram test the right coil was visualized outside of the right fallopian tube. She was submitted to a laparoscopic bilateral tubal ligation. The operative report has no mention of the right essure coil. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location. In this particular case, after the delivery a device migration was seen in the hsg. This may have been a contributory role in the reported device failure (pregnancy). This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.